Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During valve deployment, there was a distal balloon rupture of the 26mm commander delivery system (ds). Subsequently, there was difficulty withdrawing the ds back into the 14fr esheath+. It was also discovered that the distal tip of the esheath+ split/tore off while inside the patient's body, observed per fluoroscopy, but was contained within the esheath+. This damage resulted in trauma to the patient's left iliac. There were multiple attempts to add a stent, which were unsuccessful. Therefore, a surgical cut-down was performed to remove the edwards devices. More than 2 units of blood were given. The torn tip of the esheath+ was recovered on the back table. The patient was in stable condition and left the operating room. According to the provided device imagery of the esheath+, there was a circumferential delamination of the liner. According to pre-decontamination observations of the returned devices, there was a distal tip split proximal to the axial score line, approximately 1/8 of an inch in length. Per voluntary medwatch 5178434, a dissection occurred in the femoral and iliac arteries. The stenting was performed in the left iliac artery. A left common femoral artery (cfa) interposition bypass graft was also completed from the distal external iliac artery to the cfa bifurcation, as well as a femoral endarterectomy.

Manufacturer narrative:
A supplemental MDR is being submitted due to the provided voluntary medwatch report, additional information from the clinical specialist, and per engineering evaluation findings. Sections b4, b5, g3, g6, h2, h3, h6: health effect - clinical code, investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: health effect - impact code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The devices were returned for evaluation and the following observations were made: the 26mm commander delivery system (ds) was returned with the loader cap inserted over the flex shaft, ds was fully inserted through the 14f esheath+, the balloon was burst radially and longitudinally, balloon umbrellaed over nose tip with distal balloon wings flared, proximal balloon slightly bunched within delaminated esheath" liner, and inflation device and 3-way stopcock were attached to the balloon port. The inflation balloon single wall thickness measurements were within specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. 3mensio imaging was provided which revealed calcification in the patient's landing zone. In addition, the provided device imagery showed that the distal sheath liner appeared to have delaminated and bunched proximally. The provided intraoperative video also revealed that the inflation balloon appeared to have burst, as the valve was fully deployed but the balloon was not at full inflation. In this case, the complaints of balloon burst and inability to withdraw system through sheath were confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the balloon burst, as a calcified landing zone was observed in the provided 3mensio. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information also suggests that procedural factors (withdrawal of the burst balloon) likely contributed to the inability to withdraw the system through the sheath. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The observed liner delamination supports this sort of device interaction as well. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During valve deployment, there was a distal balloon rupture of the 26mm commander delivery system (ds). Subsequently, there was difficulty withdrawing the ds back into the 14fr esheath+. It was also discovered that the distal tip of the esheath+ split/tore off while inside the patient's body, but was contained within the esheath+. This damage resulted in trauma to the patient's left iliac. There were multiple attempts to add a stent and a surgical cut-down was performed to remove the devices. More than 2 units of blood were given. The torn tip of the esheath+ was recovered on the back table. The patient was in stable condition and left the operating room. According to the provided device imagery of the esheath+, there was a circumferential delamination of the liner.